Manufacturer narrative:
Further information was requested but not received.the results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-11872. Related manufacturer reference number: 2017865-2019-12007. It was reported that the patient presented for in-clinic follow up experiencing a pocket infection at the implant site of the pacemaker. The pulse generator, right ventricular and right atrial leads were successfully explanted and replaced. The patient was recovering post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.